Event description:
A customer contacted beckman coulter (bec) reporting that the probe of the coulter act diff 2 analyzer was dripping on top of the tubes. The volume of the leak was less than 2 ml and was not contained within the instrument. It is unknown if the instrument generated any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse had observed that the source of the leak was a bent needle due to a misaligned rinse block. The fse replaced the probe, the rinse block and its respective tubing. The fse ran several samples and found no further signs of leaking/dripping. Failure mode: the cause of the leak was a misaligned rinse block. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).